Manufacturer narrative:
Event is on an unknown date in 2018. Unknown implant date in (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.patient code (B)(4) used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent revision surgery of the elbow due to four broken screws. The patient was originally implanted with a 3.5 extra articular plate and unknown screws in (B)(6) 2018. The patient then began experiencing pain and revision surgery was scheduled to address the complaint. During the procedure, three broken screws were removed and one broken screw was left in the patient. This was due to the difficulty the surgeon experienced when attempting to remove the one broken screw. Three (3) new screws were implanted to fix the plate back in position. In addition, the patient's relative retained one screw for investigation from a third party. It is unknown if there was a surgical delay. Patient outcome was not reported. Concomitant device reported: 3.5 extra articular plate (part# unknown, lot# unknown, quantity#1). This report will address the complaint about the post-operative event. The intra-operative event has been captured under complaint number (B)(4). This report is for one (1) 3.5mm ti locking screw self-tapping 24mm this is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Explant date: device was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.